Event description:
A generator was explanted and returned for product analysis. Product analysis was completed and high impedance was noted in the downloaded data two days before the generator was explanted. No additional relevant information has been received to date. No surgical intervention is known to have occurred to date.